Event description:
Facility reports that while positioning a resident in a sunrise sling and using a golvo mobile lift to transfer from bed to shower chair, that the lift malfunctioned. The claim is that the lift strap would not stop lowering the pt to the floor. Upon contact with the floor, the pt sustained an injury to her upper leg.